Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely lamp does not light due a defective power unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii xenon light source was not lighting up. The issue occurred when reprocessing the device after a therapeutic laparoscope procedure was completed with the device. There was no patient involvement.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the device could not be lit occasionally due to a defective power unit. Also, evaluation found it took time to turn the lamp on occasionally due to a defective igniter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.